Event description:
The surgeon performed an si joint arthrodesis utilizing the ifuse implant system on (B)(6) 2013. CT imaging was difficult due to the morbid obesity of the patient. This was also the surgeon¿s first case using the ifuse implant system. There were no other intra-operative challenges. Post operatively the patient had some tingling and pain radiating down the ipsilateral leg. The surgeon could not document true weakness or numbness. The patient¿s pain continued to worsen. The surgeon obtained a CT scan that demonstrated that the most cephalad implant was impinging into the first foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he used the ifuse removal tool to back out the proximal implant about five millimeters. He did not open and decompress the nerve. Per dr. Reckling (si-bone vp of medical affairs), ¿my medical assessment shows this to be a case of symptomatic malposition of the proximal implant in a medical direction. This was treated with repositioning of the implant. The pt¿s obesity was definitely a factor as it made the imaging challenging and made the surgery more technically difficult. The fact that this was the surgeon¿s first case may or may not have contributed to the implant malpositioning.¿

Manufacturer narrative:
Based on the info provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is symptomatic malposition of the proximal implant in a medial direction.